Event description:
Boston scientific received information that this right ventricular lead displayed low out of range impedance measurements. It was thought this was due to subclavian crush and the lead may not be functioning appropriately. A revision procedure was performed. This lead was surgically abandoned and replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
- -

Event description:
Additional information was received. Other lead measurements were normal, however noise was observed. It was felt the reported observations were due to clavicular crush and there may be a possible lead fracture. No adverse patient symptoms were reported.

Manufacturer narrative:
According to available information, this lead was successfully replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.